Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-6480 arthroscopy pump serial number: (B)(6) was received for investigation. The returned device was visually inspected and no problems were noted with the device. Functional testing was performed by powering on the returned device. The home screen was noted to power on as usual. It was then noted that the device would not respond to any functions pressed and the display was not responding as intended. The most likely cause for the reported failure can be attributed to wear and tear. Manufactured date: 18-mar-2020. Further testing of the returned ar-6480 arthroscopy pump found that it worked without issues. Functional testing was completed an additional three more times in the following days and the touchscreen display was found to function and respond as intended.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/20/2024, it was reported by a facility representative via sems-06716662 that an ar-6480 dualwave pumps touch screen was nonreceptive. It doesn't get past the home screen. This occurred during a case with no patient injury.